Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with o2 device failed error. It is unknown if the unit was in use on patient or if there's patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding patient information. To date no further details have been received.